Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down. A field service engineer (fse) rebooted the system, but it entered a boot loop. The fse downloaded and built the image drive, then replaced the all-in-one (aio) unit. After reimaging, rebooting, configuring, syncing, and testing, the system was verified to be working using the hardware test application. The customer confirmed functionality via inventory, and remote smart service was online and dial-in was successful. However, the issue reoccurred. The fse then replaced the power module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the machine keeps crashing and down. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.